Event description:
It was reported that the pump was alarming and had a "pump is blocked" error message. On (B)(6) 2011, the pump was emptied and refilled with 20ml. On (B)(6) 2011, the pump was still blocked. Previous refills: (B)(6) 2011 40ml morphine 1mg/ml, 0.5mg/day; (B)(6) 2011 40ml morphine 1mg.ml, 0.4mg/day. No deprivation symptoms were reported. Because of the catheter placement, neither contrast test nor pump rotor test were performed. A bolus was not administered. The pump and catheter were reviewed intraoperatively. The catheter was permeable, had no leaks and was not replaced. The pump was explanted and replaced. The patient was reported to be doing "ok".

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.